Event description:
This rv lead was implanted on (B)(6) 2012 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on (B)(6) 2013 states that noise observed on shock channel via remote monitoring resulting in atr episodes. Noise unable to be reproduced when patient was asked different manuevers. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)